Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed high shock impedance out-of-range of over 200 ohms on the right ventricular channel. Attempts to obtain further information were unsuccessful. This ICD remains in service and no adverse patient effects were reported.